Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that after the machine was powered on, the compressor did not work. The motor starting capacitor was judged broken. Our field service engineer reported that the capacitor was replaced and that the compressor is in use. The conclusion in this matter is that the compressor motor start capacitor was defective. As no goods were returned for investigation, the root cause why the motor capacitor failed could not be determined.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the compressor did not turn on. The patient involvement is unknown. (B)(4).